Event description:
Incident occurred in another country. Pt was positioned on pt table feet first. Pt was removed from the bore in order to inject contrast agent. Pt was then moved back into the bore for additional scanning. During the table movement the pt dropped her hands to the sides of the table. Her last digit on left hand became pinched between the table top and the magnet bore cover resulting in a fracture of the first.

Manufacturer narrative:
The system was checked by the local siemens engineer, tetsuya ozaki. The system performs according to specifications and no product malfunction was found. The magnetom avanto user manual clearly states the importance of pt positioning during table movements and scanning. Incident occurred at: hospital; in another country.